Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "revision performed because of pain - revision performed on (B)(6), 2011 - primary tha - (B)(6), 2008."